Event description:
A report was received that the patient was experiencing shocking sensations. The patient underwent an explant procedure.

Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing shocking sensations. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-1132 (sn: (B)(4)). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient was experiencing shocking sensations. The patient underwent an explant procedure.